Event description:
During this procedure the doctor was trawling the pt's common bile duct with the lithotripter searching for stones. Upon crushing a stone with the device, there was an audible click and then the device's release key fell to the floor, and the basket controls fell out of the device. The device failed to fully crush the stone. The device was then successfully removed from the pt. There was no adverse affect on the pt as a result of the report malfunction.